Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged on the distal end with stent struts on distal rows 1, 6 & 7 distorted and lifted distally from the stent profile. This type of damage is consistent with the stent encountering resistance during withdrawal attempts. The bumper tip of the device showed slight signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a midshaft kink at 35mm distal from the hypotube to midshaft bond. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 4.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Subsequently, pre-dilatation was performed using a non-bsc balloon catheter and the device was re-advanced but still failed to cross the lesion. The device was removed from the patient's body and the distal edge of the stent was found to be lifted. Dilatation was performed again using the same non-bsc balloon catheter at high pressure level and a 4.00 x 24 synergy¿ drug-eluting stent successfully crossed the lesion and was implanted. Intravenous ultrasound (ivus) was performed to confirm good stent apposition and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 4.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Subsequently, pre-dilatation was performed using a non-bsc balloon catheter and the device was re-advanced but still failed to cross the lesion. The device was removed from the patient's body and the distal edge of the stent was found to be lifted. Dilatation was performed again using the same non-bsc balloon catheter at high pressure level and a 4.00 x 24 synergy¿ drug-eluting stent successfully crossed the lesion and was implanted. Intravenous ultrasound (ivus) was performed to confirm good stent apposition and the procedure was completed. No patient complications were reported and the patient's status was good.